Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified distal cutaneous vein. A 5.0 x 40, 40cm mustang balloon was advanced for dilation. However, during the third inflation at 16 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).